Event description:
Ligasure sealing device was on the surgical field and used several times. When surgeons went back to use it later in the case it would not activate. It displayed an error message to check activating blades several times. It was cleaned by scrub nurse and the machine was checked. None of this resolved the problem.======================manufacturer response for ligasure vessel sealing instrument, ligasure vessel sealing instrument (per site reporter).======================awaiting response.